Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty ac power cable could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use, the video system center, when turned on, started to come on, but then, due to a possible wire shorting out, the unit turned off again. The issue occurred three times. The customer confirmed that the patient was not in the room at the time the issue occurred, which delayed the procedure from starting. Once the stack was turned on and off a few times, the unit worked; however, the customer had noted that if the device went down during a procedure, they would need to abandon it. An on-site engineer had been assigned to install a part that is believed to be causing the issue. The customer also reported that this happened last week but was not reported. The intended procedure was completed successfully with the same device and there were no reports of patient harm associated with this event.

Manufacturer narrative:
The allegation was confirmed due to a faulty power cable. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.